Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25133109, 25133308 and 25133927 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The silicon insulation was observed to be peeled off the distal end of the jaw exposing the metal jaw. A microscopic inspection was conducted. The heater wire was observed to be bent at the center of the jaw, but remained attached at the base and tip of the jaw. Based on the condition of the device as found, the reported failure mode "peeled jaw" was confirmed as well as the analyzed failure mode "bent wire" was confirmed. Specific actions for the confirmed failure modes are being maintained and documented under maquet¿s failure investigation report(fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester was ligating branches during vein harvest. After using the device for a short time, the harvester noticed that the gray coating over the bisector tips was missing. This left the cautery wires exposed. The harvester immediately removed the defective device and opened a new one to finish the case. There were no adverse outcomes to patient due to this defect.

Manufacturer narrative:
(B)(4). Corrected DHR/lhr comment: a lot history record review was completed for lots 25133109, 25133308 and 25133297 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester was ligating branches during vein harvest. After using the device for a short time, the harvester noticed that the gray coating over the bisector tips was missing. This left the cautery wires exposed. The harvester immediately removed the defective device and opened a new one to finish the case. There were no adverse outcomes to patient due to this defect.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester was ligating branches during vein harvest. After using the device for a short time, the harvester noticed that the gray coating over the bisector tips was missing. This left the cautery wires exposed. The harvester immediately removed the defective device and opened a new one to finish the case. There were no adverse outcomes to patient due to this defect.